Event description:
It was reported that a non-abbott stent was implanted in the mid right coronary artery and another non-abbott stent was implanted in the distal right coronary artery on (B)(6) 2010. The patient was discharged one day post procedure with aspirin and prasugrel prescribed. On (B)(6) 2010, 61 days post index procedure, the subject presented to the emergency room with chest pain. Troponin was elevated and myocardial infarction was diagnosed. On (B)(6) 2010 the patient underwent treatment of the 1st diagonal artery. The mid vessel was crossed using a non-abbott guide wire and a non-abbott dilatation catheter was used to perform pre-dilatation. Recoil was present. A 2.5x12 promus stent was implanted in the first diagonal artery after pre-dilatation. Following deployment of the promus stent, it was noted that there was a ring lesion around the ostium where there was insufficient scaffolding to hold up the ostial lesion. Extensive angioplasty was performed and due to plaque shift and stent shifting in the left anterior descending artery (lad), a kissing technique was performed using two non-abbott dilatation catheters. Due to the persistent ring around the ostium of the diagonal, an attempt was made to place an additional 2.5 x 8 promus stent; however, the stent system could not cross the lesion. The procedure was terminated and the patient was discharged on (B)(6) 2010 with aspirin and prasugrel prescribed. In (B)(6) of 2010, the diagonal vessel was treated with balloon angioplasty with a persistent lesion following the intervention. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: 3.0x15 apex; 2.5x15 apex. Guide wire: choice pt. Guide cath: cls 3.5. Stent: 32.0 x 38 mm taxus liberte; 3.0 x 38 mm taxus liberte. The customer reported the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Stent migration can be a result of, but not limited to, incorrect device size selection, device placement technique, the stent not being fully apposed to the vessel wall and/or interaction with other devices. In this case, it is possible the patient anatomy contributed to the stent shifting in the lesion; however this could not be confirmed. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter displays error 1and does not turn on. These issues were not resolved with troubleshooting.